Event description:
The proteus xr/a table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a pt were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) cleaned the foot pedal printed circuit board and replaced the limit microswitch. The fe verified that the table was performing within specifications and returned the product to svc.